Event description:
Caller reported that the cartridge leaked insulin, experiencing the issue twice on the same day. There was no adverse impact to the customer¿s blood glucose level. Further assistance was declined, and cts documented the incident with partially available intake information. No additional corrective actions were reported.